Event description:
An electronic report was rec'd from a hemodialysis user facility, who reported the venous line broke off at twister during the pt treatment. The facility was contacted for additional info on this event. It has been learned that approximately 1/2 hour into the dialysis treatment, the line separated. As a result of this event, a 250 ml blood loss occurred to this pt. Reportedly, the pt is fine. Once the event occurred, the treatment was stopped. A new set of bloodlines were used in order to complete the prescribed dialysis treatment. The pt was able to complete the treatment without further incident. The pt was discharged to home when the treatment was complete. The facility has discarded the lines. There is no sample for an eval.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot meets all release criteria. Sample analysis: sample was not available. The complaint is not confirmed. Fmc na will continue to monitor trends and defects per current procedure. Since the complaint could not be confirmed, no corrective action is documented at this time relating to this complaint.